Event description:
The customer contact reported an adverse event while the device was in use. At 1850, the device was programmed in the pca only mode, to deliver dilaudid 1mg/ml, with a 0.2mg pca dose, a 10 minute pt lockout, with a 5mg 4 hour dose limit, and the delivery was started. The customer contact indicated that at an unspecified time, prior to the initiation of the pca delivery the pt received dilaudid 1mg ivp in the emergency room, and add'l 1mg ivp after the pt was transferred floor. At an unspecified time after the pca therapy was initiated, the customer contact reported that the pt was disconnected from the pca pump to have a CT scan of the abdomen. The customer contact indicated that while still disconnected from the pca pump, the pt went outside to smoke. After an unspecified length of the time, the pt returned to the floor, was reconnected to the pca pump, and the pca therapy was resumed. The customer contact reported the pt had only received 0.2mg of dilaudid prior to being disconnected from the pca pump for the CT scan. At 2015, the customer contact reported the certified nursing assistant went into the pt room for a routine vital sign check, and found the pt diaphoretic, with a pulse, breathing shallow, and only responsive to painful stimuli. At that time, it was reported that the delivery was stopped, and the rapid response team was called. At 2021, the pt was treated with narcan 0.2mg IV. After an unspecified length of time, the customer contact reported the pt was alert and orientated. The customer contact reported that continuous pulse oximetry and telemetry monitoring were initiated. After an unspecified length of time, the customer contact reported the pca dose was changed to 0.5mg, with a two hour lockout and the delivery was started using the same device. The customer contact reported that the pt did not use any add'l dilaudid. After an unspecified length of time, when the pt fell asleep, the pt's oxygen saturation dropped from 95-98% to 97%. Oxygen therapy at 2l was initiated to bring the pt back to baseline oxygen saturation. The customer contact reported, three nurses witnessed the pt only used a total of 0.2mg of the dilaudid syringe and there was no problem with the device. The customer contact reported that the pt may have had a reaction to dilaudid or the pt may have taken something else while off the floor to smoke. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.